Event description:
A physician reported that in 2000 while treating a pt with a syringe using an adg needle, the needle disengaged and the collagen material splattered on the pt's face. The collagen did not splash in the pt's eyes or on the staff. There was no injury to the pt or staff.